Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited unspecified oversensing that led to pacing inhibition. The source of the oversensing was unknown. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was not confirmed. Final analysis found the damage was sustained during procedure. The lead was otherwise normal.